Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the cable connecting the electrode belt connector was severed and missing. The root cause for cut cable was physical abuse. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.